Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot#: 0011548859 was returned and analyzed. Visual inspection was performed, and a kink/twist was observed on the shaft. The reported "insertion/compatibility (with the sheath/guidewire)" issue was not observed/reproduced with the returned sheath. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.25 inches from the tip and the shaft was cracked in this area. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The guide wire was inserted into the sheath and retracted several times, without any friction. In conclusion, the reported sheath/guidewire insertion/compatibility issue was not confirmed. However, the sheath failed the returned product inspection due to a shaft kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath and integrated dilator/needle were advanced over another manufacturer's guidewire. The physician noted that the guidewire was difficult to insert and the needle actuator moved with the movement of the guidewire. The sheath and dilator/needle were removed. It was verified that the needle actuated as expected and could be retracted back into the sheath and dilator. No damage was observed to the needle, the tip of the dilator and the guidewire. The sheath, the integrated dilator/needle and guidewire were used for the procedure. The sheath and dilator/needle advanced over the guidewire without any issues. The trasseptal puncture was completed. The case was completed with cryo. No patient complications have been reported as a result of this event.